Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) withheld therapy for ventricular tachycardia (vt) the was detected as supra ventricular tachycardia (svt). It was also reported that the left ventricular (lv) lead exhibited high thresholds. The crt-d and lv lead remains in use. No further patient complications have been reported as a result of this event.